Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2020 a computed tomography (CT) scan of the abdomen/pelvis revealed the filter sitting crooked in the inferior vena cava with the apex resting against the right lateral wall. The struts of the filter perforated the lumen of the inferior vena cava. There was no involvement of the adjacent aorta or duodenum.

Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2020 a computed tomography (CT) scan of the abdomen/pelvis revealed the filter sitting crooked in the inferior vena cava with the apex resting against the right lateral wall. The struts of the filter perforated the lumen of the inferior vena cava. There was no involvement of the adjacent aorta or duodenum.

Manufacturer narrative:
Field change: a1,a2,a3.